Event description:
Report 1 of 3 received from (B)(6) stating that there was debris inside the sterile packaging. The device was not being used in surgery. There was no injury or medical intervention. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the customer's complaint of packaging defects could not be confirmed. Visual inspection acceptance criteria are "no loose foreign material (lfm) when inspected at (B)(4) magnification." No lfm could be found on device when inspected at (B)(4) magnification. Also, the package is in good condition with no defects of the peelable or terminal seal. If additional information becomes available, a supplemental report will be sent.